Manufacturer narrative:
H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
Received one device. Under visual inspection found crack device. Customer concern confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a used tracheostomy cannula had fractured, a crack in the plastic at the evacuation tube. It has been taped and repaired and was not removed. The tracheostomy cannula was cleaned with water, and the inner cannula was discarded. The device broke after 3 weeks. The previous cannula had the same problem, so this is the second time. The ent had provided the tracheostomy cannulas to home care, who performed the replacements at home. There was patient involvement, but no injury.